Manufacturer narrative:
The reported complaint of "blood was noticed in the lumen of the start-up kit (suk)" was confirmed during functional testing. A pinhole leak was observed at the distal end of the serpentine balloon on the solex 7 catheter (lot #182883) during the functional pressure leak test. The probable root cause of the pinhole leak was a latent material defect. Visual inspection of the returned catheter was performed. Observed the catheter shaft was kinked at distal end of the serpentine balloon. Blood residue was observed on the serpentine balloons and luered tubings. No other physical damage was observed. The exact timing and cause of the kink on the catheter cannot be determined; however, improper handling of the catheter cannot be ruled out. A functional leak test was performed, and all infusion ports and lumens were flushed without resistance, except the in/out lumen tubing, due to the clogged blood. During the functional pressure leak test, the catheter was connected to a pressurized inflation device. Upon pressurizing the catheter, a pinhole leak was observed at the distal end of the serpentine balloon; thus, confirming the reported complaint. It is unlikely that the defective catheter was shipped. During manufacturing, all catheters are 100% inspected for leaks by subjecting them to pressure testing. Only units that passed are moved to the next process. Historical complaints were reviewed for information related to the reported complaint, and there was one similar complaint reported for the solex catheter with lot number 182883. (B)(4) reported on 5/16/2023, a pinhole leak was observed at the distal end of the serpentine balloon due to latent material defect.

Event description:
During ivtm therapy for a hypothermia after cardiac arrest male patient, the customers noticed blood in the lumen of the start-up kit (suk) lot #unknown. The thermogard ivtm system did not generate an alarm and the saline bag was full. Per reporter, the solex 7 catheter (lot # 182883) and suk were not replaced, and ivtm therapy continued. It was noted that there was no visible leak or damage on the catheter when it was removed from the patient after treatment was completed. The catheter insertion was smooth in the patient's right femoral vein. No consequences or impact to the patient.